Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven months post filter deployment, patient presented with abdominal pain. Subsequent, x-ray shunt series revealed inferior vena cava filter was noted in place. Approximately one year ten months later, computed tomography revealed the apex of the filter did not obviously touched the wall; however, the inferior vena cava was fairly collapsed, so it was narrow at the level of the apex. It appeared to generally lay along the course of the inferior vena cava. The struts appeared intact. Two struts appeared to project either into or adjacent to the third portion of the duodenum. There was no obvious fat plane between additional struts and the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.